Event description:
The device was applied during a hysterectomy procedure. The clips did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported that no pt injury occurred.